Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient was accidently disconnected from model lap top ventilator 1200 and a code blue was called in the hospital. The patient was resuscitated and placed in the intensive care unit (ICU). Prior to the reported event, the patient was in the emergency room on the device and appeared fine. Later on, a staff member passed by and heard an audible alarm coming from the device and discovered the patient disconnected. After this incident the device was cleaned, put back into service, and used on another patient without incident as there was no allegation of an issue related to the ventilator.